Manufacturer narrative:
Upon receipt of user facility medwatch report # (B)(4) on 7/26/2020, we reviewed our records and confirmed the event described in the user facility medwatch is the same event which was reported in MDR 1528319-2021-00018. No additional issues have been reported.

Manufacturer narrative:
A steris service specialist arrived onsite and reviewed the device logs from the procedure which showed normal operation. While onsite, unrelated to the reported event the service specialist proactively replaced the catheter seal on the console. The catheter subject of the event was returned for evaluation and a small kink in the catheter was noted, however the device worked as expected and the event could not be duplicated. The instructions for use include the following directions "if body fluid(s), expectorate etc. Enters the biopsy channel during the procedure, the physician/staff should follow the clinically acceptable scope cleaning procedure at their facility to clear it during the procedure if deemed necessary by the physician. If a cleaning solution is used, such as saline, ensure that the cleaning solution is evacuated from the working channel as well. Ensure catheter and scope are completely defrosted before repositioning or withdrawing catheter. Withdraw catheter in the straight position. Care should be taken to avoid kinking or fracturing the catheter during handling and insertion into the catheter introducer." The user facility accepted an offer from steris endoscopy for in-service training on the proper use of the trufreeze system. No additional issues have been reported.

Event description:
The user facility reported that their trufreeze system would not spray a second time during a patient procedure and that the catheter seemed to be completely frozen. The procedure was stopped and rescheduled for another day.